Event description:
Customer reported the she stopped using the sensor due to the alarms sounding in the middle of the night. Customer stated her sensor was alarming accurately when her blood glucose was dropping. She was not sure if she will stop use of the system and just use the insulin pump. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.